Event description:
A customer reported that their AED's battery was depleted. When tested with a spare battery pack, the AED powered on and prompted a service code. The customer did not report this occurring during patient use.

Manufacturer narrative:
Troubleshooting of the device with the customer identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed.